Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a large amount of air came out of the infusion line, during a procedure, causing the surgeon's view to worsen. The issue was resolved by clamping the air line. There was no patient impact reported.